Manufacturer narrative:
The catheter was returned in two segments. Evaluation showed the catheter broken due to a tensile force applied during use.(B)(4).

Event description:
It was reported the coil could not be detached. Upon removal, the coil stretched and the tip of the delivery also broke off. The physician was able to retrieve the entire system (catheter and coil) from the patient. No patient injury reported.same event as MDR# 2029214-2012-00097